Event description:
The pt reported that he had two trial spinal cord stimulator systems placed (date unk); "one was set to 2.0, the other was 10.5." He would "disconnect the wires for sleeping and reconnected (the wires) upon waking." The pt reported that he had "crossed the wires", had connected the leads to the wrong external neurostimulator (the date of the event was not provided), and subsequently felt symptoms of shocking or jolting. The over-stimulation sensation had resulted in the pt "being thrown across the room". The pt's condition was checked at the ER. At follow-up with the physician in 2008, the trial leads had been removed. The representative had been contacted to follow-up with the pt, who resided at home. Add'l info has been requested from the physician. Refer to MFR report #2182207200801201.